Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the event. A definitive root cause could not be determined. Olympus could not presume what happened to the device because the detailed condition of the product could not be verified during the investigation. The event can be detected and prevented in accordance with the following IFU. Regarding handling of the actual product, the following description is found in the [enf-v3/vh operation manual]. It is possible to prevent the occurrence of damage by this. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the rhino-laryngo videoscope exhibited the resin part of the image guide, hose has fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.